Manufacturer narrative:
Return of product has been requested. The consumer informed that the broken brush head had been discarded. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Had all components of this brush head in my mouth; plastic, metal, so the pin seemed to be broken. It first made a rattling noise. [Device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old consumer reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2015, all the components of the oral-b precision clean brushhead were in his or her mouth; plastic and metal. The consumer stated the pin seemed to be broken. It had first made a rattling noise. No symptoms developed. (B)(6) 2015 received follow-up: the consumer reported that the broken brush head had been discarded. The reporter stated that one brush head was on the toothbrush, one doesn't fit and blocks the device, and one is still left. No further information was provided.